Manufacturer narrative:
The pump was received for investigation. A visual inspection found both seals intact. Further inspection found the left plunger case with a broken screw insert. The top and bottom cases had no visible damage. A review of the log history found multiple syringe flange not in place alarms. Function flow tests were performed, and the syringe flange sensor was checked. The reported problem could not be duplicated. The cause of the problem was found to be user error. The customer potentially induced syringe flange not in place alarm by incorrectly loading syringe flange outside of the ear clip. Both the plunger cases were replaced due to physical damage. Replaced worn tapered spring. Cleaned, greased, and calibrated the pump. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a syringe plunger error. No patient injury was reported.